Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a33 alarm due to completely broken reservoir tube lip. Device received with broken reservoir tube lip and loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised forced sensor system error. The customer's blood glucose level was 165 mg/dl. The customer also reported that the insulin pump was squirting out insulin. The customer reported that the top of the reservoir compartment was damaged. The customer reported that the reservoir was able to lock in place. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.